Manufacturer narrative:
Concomitant medical product: d314drg ICD implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that alerts triggered due to the sensing integrity counter (sic) and high pacing impedance on the right ventricular (rv) lead. The rv lead also had non-capture. It was further reported that the right atrial (ra) lead had undersensing. Follow-up was attempted; however, no additional information could be obtained. The rv and ra leads remain in use. No patient complications have been reported as a result of this event.